Event description:
The pk papyrus covered stent system was selected for treatment of a perforation in the lad. While delivering the stent, it became dislodged from balloon catheter and embolized in the coronary artery. On the same day, the patient passed away due to cardiogenic shock and arrest.

Manufacturer narrative:
The affected pk papyrus stent system was returned and subjected to a detailed technical investigation. Images of the case such as angiographies and additional clinical information could not be obtained. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was not returned. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in process and final inspection. Based on the conducted investigation, no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
The pk papyrus covered stent system was selected for treatment of a perforation in the lad. While delivering the stent, it became dislodged from balloon catheter and embolized in the coronary artery. On the same day, the patient passed away due to cardiogenic shock and arrest.